Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized and intubated due to health issues that did not pertain to the device when they went into ventricular tachycardia that degraded into ventricular fibrillation. The patient was externally shocked to rescue. Upon interrogation, it was revealed that the implantable cardioverter defibrillator exhibited under-sensing, that resulted in the aborted shock. The device was reprogrammed. The patient's condition after the event was unknown.